Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set may have under-infused. It was reported that only 430 ml of 520 ml was delivered. Per reporter the cadd-solis ambulatory infusion pump indicated that it had delivered the entire infusion and there was no alarm. No adverse patient effects were reported.